Event description:
It was reported that the patient's lead had fractured. Surgical intervention was undertaken, and the lead was explanted. No other information is available.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.